Event description:
Patient underwent an ascending aorta repair 2003. Patient then left hospital two wks later. One month later, patient returned to the hospital due to respiratory pain. An echocardiography examination then revealed a pleural effusion. A drainage was performed to evacuate observed liquid effusion. Also, since pneumonia was suspected, patient received an antibiotics treatment. Patient finally left hospital 10 days later.